Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that device have suspected delivered inappropriate therapy. Device was found to be in backup vvi mode when interrogated. Poor telemetry did not allow a device image to be downloaded. The patient was in hospice for palliative care and the rep presented to disable hv therapy. Patient had been lost to follow-up. Magnet was secured over device to prevent further hv therapy.